Manufacturer narrative:
The reported event involving a pump module(s) ¿that there are continued issues with the IV pumps air-in-line alarms¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
False ail alarms it was reported that there are continued issues with the IV pumps air-in-line alarms. The issue continues despite changing the tubing, sometimes requiring several tubing changes to stop air-in-line alarms.